Event description:
It was reported that this is a repeat repair under original sr# (B)(6), linked to (B)(4), there was a cassette error; and it needs to go back to OEM. This is an oobf. The event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint of ¿there was a cassette error¿ can not be confirmed through pci functional testing. Visual and functional testing was performed upon further investigation, it was found that the dso seal was detached, and the uso seal was contaminated. The dso and uso seal were replaced. The device passed all functional testing after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The probable cause of the reported problem unknown. Review of event log found high alarm displayed: cassette not attached properly. Review of service history found no service within the last 12 months.